Manufacturer narrative:
Device not yet evaluated because it has not yet been received, it is on its way at this time. Investigation will entail fracture analysis. When the investigation is complete, a follow-up MDR will be filed. Review of device history record: concludes that valve was manufactured per specifications.

Event description:
Distributor in (B)(4) reported event as follows: "on (B)(6) 2016 during an implant procedure, at the moment when the physician tried to rotate the valve using the dedicated tool from the kit, the valve did not rotate but a leaflet became detached. The valve was replaced with another one in order to continue the surgical procedure." The valve is being returned for investigation, has not yet arrived. Investigations of all such instances of carbon part damage have been concluded to be "iatrogenic", usually not following the IFU warnings. This is the expected conclusion in this case, because use of the correct size rotator instrument will not transmit rotational forces to the leaflets. After the investigation is complete, a follow-up MDR will be filed.